Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. Urinary incontinence, fluid leak and hole/perforated are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptom of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent incontinence. During a revision surgery, the physician confirmed that the pressure regulating balloon (prb) was empty from a hole in the device. The device was explanted and replaced. No further patient complications were reported.